Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.266" x 0.948" was found to be broken off the grip upper. The broken piece was returned. The root cause of broken instrument grips tips is typically attribute to the user, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have a section of the insulator molding missing. A section of the molding approximately .086" x .356" was not returned. The root cause of insulator molding missing is typically attributed to a component failure. The instrument was also found to have a dislodged conductor wire at the proximal end in the housing, dislodged instrument bearings, and an excessive amount of dried residue around the clamping pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause is attributed to a component failure. The complaint regarding the force bipolar instrument had a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the force bipolar instrument (part # 471405-06 / lot #k10220425 0397) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the force bipolar instrument was found to have a broken tip. There was no report of patient involvement and no report of fragment fell inside the patient. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional patient/event information. However, no further details have been received as of the date of this report.